Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose reading was 6.1 mmol/l. The customer stated that the battery on monday was changed. The second battery triggered failed battery test. The third battery went straight to three bars after insertion. The customer mentioned some sensor alarms. The insulin pump was not returned for analysis.